Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to emergency medical service and hospitalized due to high blood glucose and their infusion set had a bent cannula. The customer was placed into emergency room. The customer's blood glucose level was 443 mg/dl. The device will not be returned for analysis.